Event description:
Description of event: it was reported the patient mentioned this was their 3rd implant, and their first two were from (B)(6). Patient then said with their first implant, patient fell and messed that up. Patient said dr. (B)(6) put in a new implant, but patient said everything was supposed to be replaced because their spine bulged out. However, when they came out of surgery, all the doctor did was put in another "battery" and said some of them were "recalled" but they would want to see if this one worked. Patient went from (B)(6) with nothing and said they were going to have it all taken out and forget it, but then they decided to put in a (B)(6) implant. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).